Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr dual lumen provena powerpicc was returned for evaluation. An initial visual observation showed use residue on the sample and clamping indentations on the extension legs. Indentations were also observed in the catheter approximately 0.1 cm, 2 cm, 3.5 cm, and 5.9 cm distal to the bifurcation. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and were found to be patent to infusion and aspiration; however no leaks were found. A microscopic observation revealed no holes or splits in the catheter. Some wrinkling of the catheter material was observed at the indentation approximately 5.9 cm distal to the bifurcation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to "cracks" in the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr dual lumen provena powerpicc was returned for evaluation. An initial visual observation showed use residue on the sample and clamping indentations on the extension legs. Indentations were also observed in the catheter approximately 0.1 cm, 2 cm, 3.5 cm, and 5.9 cm distal to the bifurcation. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and were found to be patent to infusion and aspiration; however no leaks were found. A microscopic observation revealed no holes or splits in the catheter. Some wrinkling of the catheter material was observed at the indentation approximately 5.9 cm distal to the bifurcation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to "cracks" in the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to "cracks" in the catheter. No other information was provided.